Event description:
The account stated that hemoglobin (hgb) qc was out of range low for the low control on the cd1800 analyzer. The account was using diluent lot 31228i2. There was no report of suspect patient results.

Manufacturer narrative:
Instability of diluent list # 08h17-01 was identified when tested on the cell-dyn 1800 analyzer. It was determined that patient results for hemoglobin may be decreased up to 1.0 g/dl. Customers were required to discontinue the use of all lots of diluent list # 08h17-01. Investigation to determine the cause of the stability issue is ongoing. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.